Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative performed a second navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. A medtronic representative, following-up at the site, reported covering a subsequent procedure, using the same navigation system, all performed as expected. Conclusion was that the site staff inadvertently clicks the disable emitter icon. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site alleged the navigation system emitter stopped tracking instruments and the patient tracker. Emitter tracking details displayed localizer not connected and red status was displayed for both the patient tracker and instrument trackers. The emitter was not producing a sound. In trouble-shooting, re-booting the navigation system did not resolve the issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.